Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with infection and vegetation on the right atrial lead. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, right atrial lead. The patient was in stable condition.